Event description:
Reference MFR report: 1627487-2013-1008. It was reported, the patient was no longer receiving effective stimulation. An sjm representative met with the patient and reprogramming was unable to capture the patient's same pain areas. The patient also reported experiencing abdominal stimulation and occasionally stimulation up his back and across his shoulders. The patient was given a new program to try.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.